Manufacturer narrative:
During testing, the reported issue of blurry image noted to be not confirmed. However, evaluation noted the following findings during device evaluation : the light cover glass was chipped; the adhesive on the light cover glass was worn; the optical cover glass was scratched; the adhesive on the optical cover glass was worn; the distal end's adhesive was lifting; the adhesive on the insertion tube was lifting; and the air/water housing's color indicator was worn. Functional testing was performed; this showed the down and right angulation controls did not meet with specifications, water could not be removed from the air/water channel and the device did not meet with electrical safety specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the evis lucera elite colonovideoscope exhibited a blurry image during pre-use inspection. The device was returned for evaluation. During evaluation, foreign material was found exiting the air/water nozzle. The foreign material was purple and plastic. This medical device report (MDR)is being submitted to capture the reportable malfunction found during evaluation. There was no patient harm, no user injury reported due to the event reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.